Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with multiple inappropriate shocks. Hv therapy was stopped with a magnet. Interrogation of the device revealed sinus rhythm. Some signals were recognized as a vf. Increased lead impedance was also observed. All therapies were disabled. No visible issues were noted under the x-ray. The patient was in the hospital awaiting for device and the lead replacement.